Manufacturer narrative:
(B)(4)

Event description:
Supplement update: the case has been send to the insurance company ((B)(4)). A 3rd party inspector was send out the mr. (B)(6) to inspect the safety and functionality of the luggie scooter and to interview mr. (B)(6). (B)(4) has decided that luggie scooter inc. Is not responsible for his injury. The product was inspected and no hazards or defects were noted.

Event description:
Customer reported that 2 weeks ago he tipped over while riding the luggie scooter to his left side. His wife indicated that he fell over in a room. He claimed that the luggie did not stop moving once it was tipped over and he got caught underneath it. As a result, the scooter caused scratches, cut, bleeding, and bruises on his left leg and shoulders. As a result, he went to the emergency room and spent 4 days in the hospital. Customer has been asked to provide pictures of the wounded areas and the medical related documents/receipts. Customer indicated that he will send it to us in a few weeks this is not the expected behavior of the luggie scooter, the forward and backward motion of the luggie is controlled by the wig-wag which will automatically spring back to its original position which will stop the motor from continue to run. In an event where the scooter is tipped over and the wig-wag is caught in the operating position, the wheel that receives resistance to the ground (the side that lands on the ground when tipped over) will stop moving altogether.